Manufacturer narrative:
Device label codes: 1738, 1701, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "gas loss" alarm sounded and the pump was immediately shut off. Blood was noted in the tubing and the balloon was removed and replaced. There were no complications to the pt. On 10/16/96, co also received the mandatory medwatch form from the distributor. Event complications: none from the event-reported 10/16/96. Pt's current status: unk rpt'd 10/16/96.